Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, insufficient antitachycardia therapy was observed and vt spontaneously returned to sinus in a vt episode. Programming changes were made. Patient condition was stable.